Manufacturer narrative:
After further evaluation, it has been determined that the original complaint is a duplicate. Therefore, this MDR is being cancelled.

Event description:
It was reported while testing for sars cov-2 a potential false positive result was obtained. No form of repeat or confirmatory testing was reported by the customer. Bd has tried to contact the customer multiple times for additional information regarding this event; however, the customer declined to provide additional details. There was no indication that results were reported out or any impact on the patient. (B)(4).

Manufacturer narrative:
Medical device lot #: 0210547 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a potential false positive result was obtained. No form of repeat or confirmatory testing was reported by the customer. Bd has tried to contact the customer multiple times for additional information regarding this event; however, the customer declined to provide additional details. There was no indication that results were reported out or any impact on the patient. (B)(4).